Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119502.

Event description:
Voluntary medwatch form received stated that the left ventricular lead exhibited a failure to capture. Patient syncope was reported. Further information was not available.